Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2022. The investigative report from the clayton county fire and emergency services concluded, ¿based on all of the statements gathered and my thorough examination of the scene, it is my conclusion that this fire was an accidental occurrence caused by an electrical surge from the medical device that was located on the floor of the bedroom. The origin of the fire was determined to be the floor/carpet where the wiring for the device was situated in order to supply medical care to the victim. The device was located near the closest [sic] and the device's leads were stretched across the floor, supplying the necessary care to the victim. The only source of ignition in the area was determined to be the leads of the aforementioned device.¿ the autopsy report from the (B)(4) concluded, ¿this 42-year-old, black male, [redacted], died of complications of heart failure. Per report, he and a family member were found deceased in their residence, which was involved in a fire. Investigation by law enforcement and fire department revealed no suspicions of foul play. Autopsy examination and toxicology analysis revealed no definitive evidence of smoke inhalation; therefore, the thermal injury noted appears to have occurred postmortem (after death). Based on information available at this time, the manner of death is certified as natural.¿ related pump MFR #: 2916596-2023-00585. Related system controller MFR #: 2916596-2023-07160.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The mobile power unit serial number (B)(6) was not available for evaluation. No components of the heartmate 3 system have been returned to abbott for investigation. Photos provided by the fire expert retained abbott were reviewed. When comparing the photos provided by the fire expert with an intact mobile power unit (mpu), the damage in the photos is consistent with external fire exposure. The pins inside the mpu power connectors are still intact and the mpu connector assembly appears to be melted from the outside inward. In addition, the mpu is designed with overcurrent protection which shuts down the mpus output power when a short circuit or overcurrent condition is detected. This feature would prevent any wiring defect in the mpu patient cable or the connected system controller power leads resulting in a short circuit or overcurrent condition from becoming a hazardous heat source. The system controller is also designed with overcurrent protection with fuses that would open (i.e., protect) if a short circuit or overcurrent condition is detected. This feature would prevent any wiring defect in the lvad driveline resulting in a short circuit or overcurrent condition from becoming a hazardous heat source. In summary, the provided photos are from initial/preliminary investigation of this event, and they appeared consistent with the system controller power leads and the mpu connector being exposed to the reported fire. The photos show that the wires are intact internally, and the damage is on the exterior of the power leads, therefore, the leads appear to be melted from the outside inward. This review supports abbott¿s preliminary conclusion that the system controller power leads and the mpu connector were exposed to the fire externally. After repeated requests for product return and additional information, the patient¿s representative has not provided additional information at this time and has not indicated if additional information or the product will be returned. If additional information and/or the product becomes available, the complaint and investigation will be reopened. The device history records were reviewed and the records revealed the mobile power unit (mpu) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information for safety testing and classification: the heartmate 3 left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: ¿ iec 60601-1:2012 (ed. 3.1) ¿ iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0) ¿ iec 60601-1-11:2015 ¿ iec 60601-1-8:2006 + a1:2012 ¿ iec 60601-1-6:2010 + a1:2013 ¿ iec 62366:2007 + a1:2014 ¿ en 60601-1:2006/a1:2013 (ed. 3.1) ¿ en 60601-1:2006 +corr. 2:2010 (ed. 3.0) ¿ ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 + a2:2010/(r)2012 (ed. 3.1) ¿ ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1:14 (ed. 3.1) ¿ can/csa c22.2 no. 60601-1:08 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1-11:15 these standards require making the following declarations and stating the type and degree of protection for listed hazards. ¿ ul 60601-1, 1st ed., 2006-04-26 ¿ can/csa-c22.2 no. 601.1-m90 (r2005) no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: t no further information was provided. The manufacturer is closing the file on this event.